Event description:
It was reported that the device was in need of repair for an unknown reason. During follow up it was found that it was only sent in for preventative maintenance. There is no patient impact or harm. During investigation it was found that the device failed the cut test. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: new zealand. The results of the investigation are as follows: review of the most recent repair record determined the unit was found to be out of calibration and was not passing the test cut. The comb, belleville washers, shoulder bolts, ball detents, steel caps were replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.